Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The distributor alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2015 with the following findings: on investigation, the alleged power issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any records of pump reboot. The battery compartment was undamaged and there was no evidence of moisture intrusion inside. Using the returned battery cap, the pump power up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruptions. Pump casing was open and no evidence of moisture intrusion or loose component was found inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).